Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site as well as infection. Subsequently the patient underwent a surgical procedure (date not reported) to excise the excess skin. The implanted device remains.